Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve bed caps were leaking causing the unit to alarm, which confirmed the original complaint issue.

Event description:
Dealer states unit is not putting out any air and alarms.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states unit is not putting out any air and alarms.